Event description:
It was reported that the patient developed an infection. Infection was not device related. All components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7073510, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 26287607, UDI: (B)(4).